Manufacturer narrative:
Additional information: device available for evaluation?

Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt as well as cuts on the fantail region and electrode lead. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical test performed. This is an interim report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced decrease in performance and elected to proceed with revision surgery. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that the array was severed prior to receipt as well as cuts on the fantail region and electrode lead. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed. The device failed the residual gas analysis test. The reported complaint of recipient performance could not be verified during this analysis, which was limited in some respects due to the array being cut prior to receipt. The device passed all of the electrical tests performed. However, the device had moisture content that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis data, it is believed that this device was not hermetic. This older device configuration is no longer manufactured. This is the final report.